Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump failed the 40 psi test. The failure appears to be caused by a platen defect. The failure was found by mmdg service personnel while the pump was being evaluated for a different complaint. The device was repaired and returned.

Event description:
The initial reporter returned the pump to mmdg stating that the pump was building too much pressure during their check in procedure. When the pump was serviced at mmdg, it was found that the pump was failing the 40 psi test. This test is used to check for potential free flow. The initial reporter did state that this occurred during testing and there was no patient involved. [Complaint- (B)(4)].